Manufacturer narrative:
Additional narratives: there may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 27mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 4 months due to unknown reasons.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally.

Event description:
It was reported that a patient with a 27mm aortic valve is being evaluated for a redo procedure after an implant duration of 4 months due to unknown reasons.

Event description:
It was reported that a 27mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 months due to unknown reasons.

Manufacturer narrative:
H10: additional narratives: updated b5, d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.